Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock unscrewed and became disconnected from the tubing. The customer's blood glucose level was elevated; however, the exact value was not provided and it was addressed via the pump.